Manufacturer narrative:
Serial number could not be confirmed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the board that sends the signal to the loudspeaker had no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.